Manufacturer narrative:
Information from this event will be included in our product compalint and MDR trend analysis.

Event description:
Consumer stated that tampon components separated upon removal. No injury was reported, no medical intervention needed.